Event description:
4 test strips were misscut. Pt explained that there is no where to place the drop of blood. The test strips do not accept blood and as a result the pt was unable to obtain blood glucose readings. No adverse event or seriious injury occurred. No medical care was sought. Test strips were not replaced as product is discontinued.